Event description:
A customer had contacted baxter's technical service center to report having a check patient line alarm with the homechoice (hc) machine during initial drain. During a follow up call, the peritoneal dialysis nurse stated the peritonitis was diagnosed on (B)(6) 2010. Per the nurse, a home visit was performed on (B)(6) 2010 where the patient was found in a diabetic coma. The hp was transported to the hospital. The nurse saw the hp the next day ((B)(6) 2010) and noted a thick substance in the patient's catheter. The hp remains hospitalized as of (B)(6) 2010. The hp was treated with unknown antibiotics and is improving. The nurse indicated the peritonitis was not related to any baxter solutions or devices.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was perfomed.